Event description:
Information was received indicating two cadd cassette reservoirs were occluded when taken out of the packaging and a third cassette had the same issue and was still in the packaging. No patient involvement.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating two cadd cassette reservoirs were occluded when taken out of the packaging and a third cassette had the same issue and was still in the packaging. No patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03855. The report was submitted in error.